Event description:
It was reported that the patient was in the emergency room with a "driveline fault" alarm. Log files were submitted for review and confirmed driveline power b faults on (B)(6) 2024. User facility medwatch received that states that the modular cable and system controller were replaced and the alarms were likely due to debris in the driveline modular cable connection, no further alarms were noted.

Manufacturer narrative:
User facility report: (B)(4) was received 21oct2025. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D4: lot number and UDI updated. Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed via log file analysis; however, the reported event of debris in the modular connection was unable to be confirmed. Review of the submitted log files revealed a driveline power fault alarm that activated on 22nov2024 and remained active for the remainder of the captured data. This driveline power fault alarm was associated with a power a broken fault. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The heartmate 3 vad modular cable (lot number 8750322) was not returned for analysis. It was reported that the patient was in the emergency room with a driveline fault alarm. The modular cable and controller were replaced, and no further alarms were noted. It was noted that the alarms were likely due to debris in the driveline modular cable connection. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported events was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU ¿system operations¿ contains instructions on replacing the modular cable and instructs ¿rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. These sections also provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Several sections of the IFU and patient handbook warn the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Additionally, section 4 of the patient handbook, ¿living with the heartmate 3¿, and section 7 of the patient handbook, ¿frequently asked questions¿, contains information on proper showering methods. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.